Event description:
The patient reports the port was replaced as it was damaged when trying to trim the cracked band tubing and reconnect to the original port. The device was sent to pathology. Pathology is trying locate the port to return.

Event description:
It was reported by the consumer that the fills began (B)(6) 2009 and an adjustment was done every six weeks from the time of the implant. Six weeks later, the surgeon took 2cc out, looked at it and injected those back plus 2cc more for a total of 4cc. On the third fill the surgeon pulled out 4cc, replaced them and injected 2cc more for a total of 6cc. On the fourth fill the surgeon could only pull out 4cc of fluid and suspected a leak. The surgeon opted to wait until the fifth fill to confirm and due to the patient needing an upper gi. On (B)(6) 2010 the patient had their fifth fill. On that fill, the surgeon could only pull 4cc out, while injecting the fluid back in under fluoroscopy, they could see the leak. The leak was detected from the tubing close to the port site, not the band. A date has not been scheduled to repair the leak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.